Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 11mmol/l. The customer stated they are receiving a compromised force sensor alarm. The customer state alarm occurred during the rewind/prime sequence. Customer was advised to perform rewind process again. Customer stated that alarm interrupts fill tubing process. The customer was advised the pump will need to be replaced. The customer also noticed crack at top right side of up and down buttons. Customer does not recall any incident that led to crack.